Event description:
Spontaneous. Double pump malfunction: serial: (B)(4), serial: (B)(4). Rph tried to trouble shoot the pump. Patient reported that she tried everything and still getting "high pressure error message". Pt did a new cassette mix, and new tubing and made sure there are no kinks/ blockage. Patient was advise to go to ER to get treatment. Patient's both pump stop working and patient stop infusing medication. Patient tried to complete new mix with new tubing and cassette and still was getting error. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? Pt is not infusing medication. Pt was advise to go to ER. Is the actual device available for investigation? Yes. Did we [MFR] replace the device? Yes. Did the pt have add'l backup device they were able to switch to? No. Was the pt able to successfully continue their infusion? No. Reported to (B)(6) by pt/caregiver.